Manufacturer narrative:
The manufacturer did not receive device, x-rays or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained for the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cls insert for expansion cup 32/52 on an unk date. The patient was revised on (B)(6) 2014 due to the implant showing about 3 mm of wear.